Event description:
During a standard dental treatment the handpiece heated up and burned the patient on the left side of tongue to the size of approximately 1 inch. Doctor prescribed amoxicillin antibiotic. The patient refused to take something against pain.

Manufacturer narrative:
The analysis did show that the whole drive assembly (this includes all bearings in the head of the instrument) has been worn and gritty. Also the spray port has been clogged. The whole handpiece had a medium debris level. The condition of the whole handpiece (debris, gritty bearings, clogged spray port) indicates that the maintenance and the reprocessing is not carried out as requested by user instruction. The bearings underlay by nature a wear process. To avoid incidents the user instruction therefore requests that prior to each treatment a functional and visual inspection has to be performed to ensure that the product is running within specification. It also requests a regular test/ repair by authorised dealers or kavo depending on frequency of use. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of (B)(6) (the importer).